Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as 2134265-2016-10664. It was reported that vessel perforation and cardiac tamponade occurred. The 99% stenosed target lesion was located in the severely tortuous, severely calcified left circumflex artery (lcx). A 1.5mm rotalink" plus and a 330cm rotawire" floppy were advanced to the lesion; however, the devices were unable to cross. The device were removed from the patient and exchanged for a 1.25mm rotalink" plus and rotawire". While the devices were being advanced to the lesion, a perforation occurred at the ostial lcx. A non-bsc balloon was used to stop the bleeding; however, cardiac tamponade occurred. A drain was then placed to treat the cardiac tamponade. A non bsc stent was then deployed to cover the perforation. However, after hemostasis was established, intravascular ultrasound (ivus) was performed and noted that the stent was not deployed completely. Post dilatation was then performed and bleeding reoccurred. A coil was then deployed at the bleeding site and the procedure was completed. No further patient complications were reported. The drain was removed the next day. The patient was discharged from the hospital 14 days later.